Event description:
Philips received a complaint on the patient information center ix indicating that very intermittently the overview hosts will have frozen sectors or data from beds, but the surveillance host is fine, and all review data is fine. The customer only had questions on how to troubleshoot but had no outages at the time. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who spoke to the biomedical engineer (biomed). The biomed noted that the software revision is b.02.13. The rse advised that this is fully end of life (eol)/end of service (eos) as of (B)(6), 2020. The customer has a planned software upgrade soon. The rse noted to try rebooting the overview and the surveillance with assigned bed. The biomed tried this already and stated it still happens at random. The rse also recommended that the biomed start by running setup on the overview hosts one at time to see if there is any improvement then move to surveillance hosts if needed. The product malfunction was unable to be confirmed, because the biomed requested to close the case for now. The biomed advised that they will plan with staff to run setup on hosts.